Event description:
Technician alleged that the side rail will not latch. No alleged injury by account.

Manufacturer narrative:
Technician found the pt left side rail will not latch because the end tube is broken off of the side rail. The technician replaced the pt left end tube and installed ratchet rivets to resolve the issue.